Event description:
The customer reported no differentials (diffs) and failed backgrounds from the coulter lh 500 hematology analyzer. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer bleached the aspiration bath, zapped the aperture and purged the flowcell, but the customer reported the red blood cell (rbc) and platelets (plt) voteouts. The fse observed a leak caused by disconnected check valve at the sweep flow tank (sf1). The fse reattached the tubing at the sweep flow tank, which resolved the leak and the error messages. The fse also observed the fluid leaked onto the peltier module (plb) resulting in a failure of the component. The fse replaced the peltier module and the instrument was verified. The instrument was returned to normal operation. (B)(4).